Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was cracked and held up with tape. Customer reported that pieces began to break off of reservoir compartment. Customer states that damage happened over time. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was tested with a test p-cap and reservoir tube was loose, broken reservoir tube lip noted. The device also had cracked lcd window, cracked case at the lcd window corners, scratches on the reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.